Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6), 2010. According to the complainant, the rotatable oval snare was visually inspected by the nursing assistant to make sure that the snare loop completely extended from and retracted into the tip of the catheter. The retractable rotatable oval snare was advanced through the colonoscope, and the nursing assistant was unable to extend the snare loop. They applied more force and the handle broke. Upon inspection, the complainant stated that it looked "like plastic was melted to wire" about 9 cm from the handle. The physician then cut the plastic cover at this location and attempted to manipulate the wire with a forceps. The attempt was unsuccessful and the device was removed. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Visual analysis of the returned device found that the rod was kinked. The condition of the returned incident device was consistent with the complaint event of unable to open the snare loop wire. The most probable root cause of the failure is operational context; this failure occurs when procedural factors encountered limit the performance of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy with polypectomy procedure performed on (B)(6), 2010. According to the complainant, the rotatable oval snare was visually inspected by the nursing assistant to make sure that the snare loop completely extended from and retracted into the tip of the catheter. The retractable rotatable oval snare was advanced through the colonoscope, and the nursing assistant was unable to extend the snare loop. They applied more force and the handle broke. Upon inspection, the complainant stated that it looked "like plastic was melted to wire" about 9 cm from the handle. The physician then cut the plastic cover at this location and attempted to manipulate the wire with a forceps. The attempt was unsuccessful and the device was removed. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)